Event description:
(B)(6) clinical study. Same case as 2134265-2010-02662. It was reported that during a carotid artery stenting procedure the patient experienced hypotension. The target lesion was located in the ostium of the right internal carotid artery with 90% stenosis, a length of 10 mm, and a reference vessel diameter of 5 mm. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post-dilatation, residual stenosis was 0%. During the procedure, the patient experienced hypotension. The patient was treated with medication. The event resolved without residual effects and the patient was discharged the next day.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).